Manufacturer narrative:
Corrosion was noted inside the device in the reservoir and on the reservoir cap. A leak test was performed and fluid was seen to flow above the plunger indicating that the o-ring did not function properly as a fluid tight seal between the reservoir and the plunger. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 520 mg/dl. The pod was worn between 4 and 24 hours on the leg. Hyperglycemia treated with correctional boluses and pen corrections.